Manufacturer narrative:
No sample has been returned for evaluation for this report, therefore, the condition of the product could not be verified.no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted.the root cause for this report could not be identified.an internal investigation has been opened to address reports of a similar nature.(B)(4).

Event description:
A customer reported leaky trocar valve during surgery. Upon follow up the reporter informed that there was no patient harm associated with this event. No additional information is available.